Event description:
It was reported that the touchscreen had a malfunction. Not in use, no patient or user harm reported. The customer reported that the touchscreen malfunctioned. No troubleshooting was available, and the customer requested onsite service. The remote support engineer (rse) recommended part number for the touchscreen. Further information is pending.

Manufacturer narrative:
The touchscreen was returned for analysis. Based on the failure investigation performed, the ul_lr / ur_ll resistance measurements and resistance ratio were out of specification. The customer complaint of touchscreen being out of specification was verified.

Manufacturer narrative:
A field service engineer (fse) evaluated the device and confirmed that the touchscreen was faulty. The touchscreen was replaced to resolve the issue. The system meets the specification for the performed service and is returned to use.